Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed based on the review of the archive data but was not confirmed during functional testing. The reported ua07 advisory message could not be replicated during the device evaluation, performed at zoll. The likely root cause for the reported complaint was either due to the patient or the platform being out of position, placed on an uneven surface, or the patient was not properly centered/aligned on the platform. Upon visual inspection, no physical damage was observed on the returned autopulse platform. Review of the archive data showed multiple ua07 (discrepancy between load 1 and load 2 too large) advisory messages on the customer's reported event date; thus, confirming the reported complaint. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient is out of position or the patient is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned, deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. The autopulse platform passed initial functional testing without any fault or error. The reported ua07 advisory message was not duplicated, and load cell characterization test confirmed both cell modules were functioning within the specification. During further functional testing, the autopulse platform stopped compressions and displayed "system error, out of service, revert to manual CPR", unrelated to the reported complaint. The autopulse was able to communicate with the apvision software via ir port and found that the system error was user advisory (ua) 139 (unable to hold compression position). Troubleshooting the problem determined that the drivetrain motor brake assembly air gap was too wide, measured at 0.013", being out of the specification (0.008" ± 0.001"). This caused the autopulse to stop functioning with a system error, per design. The brake gap could not be adjusted and continued to open out of specification. Further investigation found that the two motor shaft dimples had widened/worn out. In addition, the conical tip of the two m3-.5 x 4mm set screws were worn out and would not lock into the drivetrain motor shaft dimple locking well and caused the brake to disengage. The defective drivetrain motor assembly was replaced to address the system error, ua139. During servicing of the autopulse platform, it was noted that the load plate cover was defective with a hole, affecting the watertight seal, unrelated to the reported complaint. This type of physical damage is characteristic of user mishandling. The load plate cover was replaced to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a patient in cardiac arrest. The cause of the cardiac arrest was presumed cardiac, and it was witnessed by the patient's coworker. The patient was in cardiac arrest for a few minutes before receiving manual CPR, which was performed for about 7 minutes by the patient's coworker prior to the ems arrival. When the autopulse was powered up, the platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The ems crew powered off/on the autopulse, re-positioned the patient, and replaced the battery; however, the issue persisted. Manual CPR was performed while troubleshooting the issue. The customer stated that manual CPR was performed for about 30 minutes throughout the patient call. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead at the emergency department of a hospital. As per the customer, the patient's death was not related to the autopulse system.